Manufacturer narrative:
(B)(4). This report is for the first in a series of two product issues with the same patient. The second event has been reported under MDR# 1036844-2015-00300.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a 3- lumen catheter. The luer hub was separated from the distal extension line. Microscopic examination of the luer hub and the end of the extension line revealed that the tubing had been torn off less than 0.5 mm inside the hub. A review of manufacturing records did not yield any relevant findings. Based on the appearance of the tubing and the report that the event occurred during use, operational context caused or contributed to this complaint. No further action will be taken.

Event description:
It was reported the catheter was being used in a patient's internal jugular. The clinician reported that the catheter port broke while being used in the patient. The line began to bleed and was open to air for 30 minutes at most. The nurse clamped off the line and after notifying the np/pa, the line was discontinued and replaced. There was no delay in treatment and no patient death or complications reported.